Event description:
The customer reported a leak of approximately 1 ml from the white blood cell (wbc) bath of the coulter act diff analyzer during instrument startup. The customer indicated that the leak was not contained within the instrument, and stated that instrument startup failed as a result of the leak. The operator was wearing a laboratory coat and gloves at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer discovered a disconnected tubing from the bottom of the white blood cell (wbc) bath and the cts assisted the customer in reconnecting the tubing between the wbc bath and pinch valve lv14. The customer indicated that there were no leaks or error messages after the tubing was reconnected. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. (B)(4).